Manufacturer narrative:
This report has been identified as b braun medical inc internal report # (B)(4). The actual device involved in the reported incident is not available for evaluation. Without the actual sample, a through evaluation could not be performed and no specific conclusions can be drawn. There are no other reports of this nature against the reported catalog number or reported lot number. No adverse trends of this nature were identified during the complaint review process. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformance of this nature noted during in-process or final product inspection. If add'l pertinent info becomes available. A follow up report will be filed.

Event description:
As reported by the user facility: reports four incidents of valve leakage during chemotherapy. No samples available and no pt injury.